Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. Medical records were provided and reviewed. Based upon the medical record review, ivc perforation can be confirmed. The root cause was unable to be determined based upon the available information. The current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was deployed successfully inferior to the renal takeoffs for protection of dvt and pe. Approximately two and a half months post filter deployment a CT scan was performed and demonstrated two filter legs projecting laterally through the inferior vena cava wall. Filter retrieval attempt(s) nor patient status were provided in medical records received. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Medical records were provided and reviewed. Based upon the medical record review, filter limbs extending beyond the ivc wall can be confirmed. Unable to determine the root cause based upon the available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three months after implantation of a vena cava filter, CT images demonstrated two filter legs perforating the ivc wall. No attempt has been made to retrieve the filter. The current patient status is unk.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The patient's age and sex were previously filed but not reported, therefore, they were added in this report. Multiple follow up attempts were made with outside counsel to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The outside counsel did not have any additional details to provide at this time. However, because this event is currently the subject of litigation, we also reviewed materials obtained through the litigation process in an effort to provide the additional details being sought, and incorporated the relevant information disclosed in those materials wherever available. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.